Manufacturer narrative:
Investigation results: the complaint of needle retraction failure was confirmed, and the cause was determined to be manufacturing related. One insyte autoguard needle was received fully extended from the shield. Dry adhesive was found between the needle hub and the grip, which prevented needle retraction. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Manufacturer narrative:
Facility name character limit exceeded: (B)(6) hospital. H3: a follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard needle did not retract. The following information was provided by the initial reporter, translated from japanese to english: according to the customer report the safety mechanism did not work and the needle exposed during use.